Manufacturer narrative:
Follow-up #2 date of submission 07/20/2012-device evaluation: the reporter stated that the cartridge was difficult to cycle. The cartridge has also returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the pump boots to verify screen with auditory and vibration alarms. The total daily dose was correctly reflected the user's programmed basal rates. There was no activity outside normal use observed in the black box history. There were no alarms in the pump history and the force appears normal. The rewind, load and primes steps were performed successfully with no alarms. A force sensor calibration test confirmed the sensor was detecting correct force at five pounds. The pump was exercised for 29 hours and given a flow accuracy test and the pump was found to be delivering accurately as programmed. Investigation was unable to verify or duplicate reported occlusion alarm issue.

Event description:
On (B)(6) 2012, the patient contacted animas and stated that she experienced a blood glucose (bg) value up to 450 mg/dl with moderate ketones, nausea and felt her heart pounding. The patient reportedly treated the bg via correction injection or via the pump, changed out the site/set and 5 hours later her bg reportedly went down and tested negative for ketones. The patient was reportedly disconnected from the pump and programmed a 2 unit bolus and stated that she never saw insulin come out of the tubing. The patient reportedly removed the cartridge and stated that the plunger was hard to press and that she had to use 2 hands in order to move it. It was noted that the patient expressed concern since her occlusion sensitivity was high and the pump reportedly never alarmed for an occlusion issue. The patient's basal rate reportedly varied. There were no the site/set issues noted. This complaint is being reported as the patient experienced a hyperglycemic event while using insulin therapy and due to the patient stating that she did not see insulin come out of the tubing while trying to perform a bolus. Additionally, the patient stated that she had issues using the plunger on the cartridge.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.